Event description:
It was reported that an ilet device exhibited an unresponsive touchscreen, preventing swipe-to-unlock and interaction with the notification bell; the caregiver confirmed no visible screen damage, and a restart via the mobile app did not restore function. Investigation included remote troubleshooting, user-provided video review, and arrangements for device return and replacement. Further investigation of this case revealed a failure of the touchscreen interface consistent with a display or touch digitizer malfunction. Symptoms included no clinical effects. Outcomes included the user discontinuing the affected device and reverting to backup therapy pending replacement. It was concluded that the device experienced a hardware-related screen responsiveness failure, and the user was instructed on shutdown, data sync, and setup requirements for the replacement device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.